Manufacturer narrative:
In regard to the complaint, two 25 gauge two-dimensional cutters, one light fiber and one dual air-fluid tube set were received for investigation. Upon receipt, the cutters were not placed in their protective trays and the outer knifes appeared to be bent. In fact, one outer knife was bent is such a way that proper testing was prevented. Functional testing of the other cutter revealed good cutting and aspiration properties. Also, no signs of bubbles were observed. Since various tests confirmed that the o-rings and membrane inside the cutter were airtight, the reported bubbles were not caused by leaking control pressure. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. Please note that the observed bubbles most likely occurred subsequent to the formation of so called micro-bubbles inside the outer knife. These micro-bubbles are formed due to friction of the blades. The fact that the bubbles emerged from the aspiration port might have been the result of the specific vacuum or back flush settings that were used during the operation. The formation of micro-bubbles is quite common during vitrectomy surgery. Though these bubbles are inconvenient, the phenomenon is rare and patient harm is not considered likely. Based on the investigation performed, a manufacturer related failure could not be confirmed. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Since a manufacturer related failure could not be confirmed, no remedial action/corrective action/preventive action/field safety corrective action (fsca) has been initiated. The analysis includes all complaints with failure mode vi-bubble. Please note that the complaint numbers are up to date, the sales figures have last been updated in may. As the 2023 sales have obviously gone up after may, the table reflects a worst case scenario.

Event description:
We have been informed that during surgery, many air bubbles appeared in the posterior chamber and that the surgeon could not see anything. The bubbles came from the cutter when used in aspiration mode. The cutter had to be replaced with a new one during the surgery and the problem was resolved. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during surgery, many air bubbles appeared in the posterior chamber and that the surgeon could not see anything. The bubbles came from the cutter when used in aspiration mode. The cutter had to be replaced with a new one during the surgery and the problem was resolved. No report that actual patient harm occurred or surgery was prolonged > 30 min.